Manufacturer narrative:
The lead is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are no supplementary data and it is not expected to receive further data. The case is thus closed. However, should additional information be received at a later date, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that roughly 98 months after the implantation, the patient received multiple inappropriate shocks. Lead damage was suspected. The lead was capped and a new one was implanted. An implant date was not provided.

Manufacturer narrative:
On 2/28/2018 - it was reported the ICD was explanted and replaced during the revision procedure on (B)(6) 2017. The medical products complained about are still not available for analysis. The analysis is therefore based on the analysis of the production documents and the provided data. The manufacturing process of the above-mentioned medical products was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The data available for analysis comprise a recording period from (B)(6) 2016 to (B)(6) 2017. The available iegms from the follow-up data from (B)(6) 2017 showed interference signals in the ventricular channel that led to vf detection with shock deliveries, as it has also been reported in the complaint text. In addition, the impedance test from 18 december showed a value >3000 ohm. The pacing threshold test on the same day resulted in a value of 5.8 v @ 0.4 ms. Despite the available information, no concluding evaluation of the defect cause can be performed because this would necessitate examining the devices themselves. If additional relevant information, sich as diagnostic images, or the devices themselves should become available, please send these to us also. The incident will then be updated accordingly.